Event description:
New information received notes that programming interventions were made. The patient was stable.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
It was reported that the patient presented for follow up a device interrogation revealed alerts for non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes were attributed post paced t wave over-sensing. No interventions were reported. The patient was stable.